Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 on the main unit clicked but did not release. A field service engineer logged into pyxis and navigated to the desktop and logged into the hardware test application and opened drawer 4.2 and released all the cubies and removed them, keeping them in order and opened drawer 4.1 and repeated the same process and powered down the pyxis unit and opened the back of the main cabinet and removed drawer 4 and installed the new drawer in its place and powered the pyxis back on and logged into hardware test application again, and updated the firmware on the new drawer and then opened drawers 4.1 and 4.2 and returned the cubies to their drawers in the correct order and logged out and rebooted the pyxis and went to storage space configuration, and assigned drawer 4 to the correct position to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer clicked but did not open on its own, required a manual pull to extend. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.